Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). There were numerous kinks throughout the shaft of the wds. The shaft was flattened 2mm proximal of the markerband. The implant had one anchor that was protruding through the shaft. The implant was received inside the shaft. There was an anchor damaged that was protruding through the shaft. The implant could not be deployed since an anchor was protruding through the shaft. Microscopic examination revealed that the core wire was bent/damaged. The tip and markerbands were damaged. The implant was unable to be deployed to attempt a recapture, due to the anchor protruding through the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01203 and 2134265-2016-01109. It was reported recapture difficulties occurred and the access system and delivery system were damaged. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a 33mm watchman laa closure device and delivery system were used. The closure device was positioned too proximal, so it took high force to fully recapture the device. The physician decided to do a lower transeptal puncture and removed the access system. Once the access system was removed, the physician noticed the distal tip was ripped. It was also noticed that the delivery system was kinked and the distal marker band was bent. A new access system and 33mm closure device was used. The closure device was inserted, but positioned too distal. Again high force was used to partially recapture the device. During the recapture, the closure device became too proximal, so they did a full recapture and removed the closure device from the patient. They noticed that this delivery system was kinked distally and the distal marker band was bent. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01203 and 2134265-2016-01109. It was reported recapture difficulties occurred and the access system and delivery system were damaged. A left atrial appendage (laa) closure procedure was performed. A watchman® access system and a 33mm watchman® aaa closure device and delivery system were used. The closure device was positioned too proximal, so it took high force to fully recapture the device. The physician decided to do a lower transeptal puncture and removed the access system. Once the access system was removed, the physician noticed the distal tip was ripped. It was also noticed that the delivery system was kinked and the distal marker band was bent. A new access system and 33mm closure device was used. The closure device was inserted, but positioned too distal. Again high force was used to partially recapture the device. During the recapture, the closure device became too proximal, so they did a full recapture and removed the closure device from the patient. They noticed that this delivery system was kinked distally and the distal marker band was bent. The procedure was completed with another of the same device and no patient complications were reported.